Event description:
According to the discharge summary, pt had the ipp placed in 1991 and had had no problems until recently. Following a fall, he had been having some pain in penis and now is having portrusion of the cylinders beneath the glands. Pt was admitted for removal of ipp.